Event description:
The customer reported severe irritation and infection from the adhesive on the sensors and infusion sets being used. The irritation was described as swollen, itchy, red, and also had discharge. The customer stated that she just gave birth recently, and noticed the irritation while in the hospital. The customer reported that she is currently on antibiotics. The reported blood glucose reading at the time of the call was 104 mg/dl.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.